Manufacturer narrative:
During an endovascular interventional (evt) procedure, a 5 x 40 mm 155 cm saber rx balloon catheter (bc) was inserted into the patient for pre-dilation and ruptured at ten atmospheres (10 atm.). The product was successfully removed from the patient and was replaced with a same size non-cordis bc which also ruptured. That product was replaced with another non-cordis 4.0 x 40 bc to complete the procedure successfully. There was no reported patient injury. The target lesion was the external iliac artery. No target lesion characteristic information was provided. Additional information received indicated that the product was discarded at the account. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). A non-cordis indeflator was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. The catheter was never in an acute bend. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17467403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon; and this occurred with another non-cordis balloon as well. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
During an interventional endovascular procedure (evt), a 155 cm. Saber rx 5 mm. X 4 cm. Balloon catheter (bc) was inserted into the patient for pre-dilation and ruptured at ten atmospheres (10 atm.). The product was successfully removed from the patient and was replaced with a same size non-cordis bc which also ruptured. That product was replaced with another non-cordis 4.0 x 40 bc to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the external iliac artery. No target lesion characteristic information was provided. Additional information received indicated that the product was discarded at the account. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). A non-cordis indeflator was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. The catheter was never in an acute bend. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.